Event description:
The siderails were not latching because the latch pins were sticking. Installed new latch pins, retaining e-ring, screws, and siderail latch springs and the siderail functioned properly.